Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-20. It was reported that they were not aware of the event with seizures and almost dying. It was noted that the patient came into the office regularly and had not mentioned anything about it. It was stated that the patient did not have any motor stalls last year [2016].

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had baclofen in the pump consistently since 2013. It was stated the patient had a history of epilepsy with generalized seizures. The patient was refilled 8 times during 2016 and the logs were routinely checked at each refill. There was no reported motor stall found in the pump logs associated with any refill in 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for spinal pain. It was reported on(B)(6) 2017 that the patient thought the personal therapy manager (ptm) code 8476 meaning motor stall happened april of last year and happened a couple of times but didn¿t know what was doing it. It was indicated that this was what almost killed her last year when it did this. The patient had major seizures and died. The patient ended up in the intensive care unit (ICU) without oxygen for long enough to ¿make her forget the last five years.¿ it was noted that the patient was in the hospital four times last year (from (B)(6) 2017) that started with the seizures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.